Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days for this event and treated with unreported antibiotics. The cause of this event was a breach in aseptic technique further clarified as the transfer set disconnected from the plastic adapter and the patient restarted therapy. The plastic adaptor has been replaced with a titanium adapter. At the time of the report, the patient had recovered from this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).